Event description:
(B) (4)

Event description:
It was reported the patient came to the hospital because the patient alert was sounding. No interrogation and no magnet response were possible. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device had no telemetry and no pacing output. Analysis showed the device lost telemetry due to battery depletion. The circuit had normal current drain levels and the device was fully functional when connected to an external supply. The battery impedance and residual voltage indicates there was no internal shorting. It cannot be determined if depletion was normal since there was no data returned with the device and no data could be retrieved from the device due to the depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.